Event description:
The manufacturer's international service technician reported that during preventive maintenance testing a vent inop alarm appeared on the screen due to a pressure regulation high reference failures. There was no patient involvement.